Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately high as compared to another meter. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2011 at approximately 10:30pm. The patient reported blood glucose results of '245 mg/dl' with the subject meter and '109 mg/dl' on another meter (freestyle) performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient reportedly manages her diabetes with insulin (self adjuster) and claimed she administered 50 units of lantus insulin in response to the alleged high reading. The patient claimed that approximately 1 ½ hours later, she woke up feeling 'hungry, hot, sweating, shaky and tired' stated she self-treated with a candy bar and orange juice at approximately 1am. The patient stated she did not test on another device. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measure, the test strips were unexpired, stored correctly and in good condition. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
On (B)(4) 2011, lifescan conducted testing with a retain lot of test strips involving this complaint. The retain test failed testing. The retain test strips had a low bias result at 100 mg/dl when testing with blood samples. A DHR (device history record) was also completed for the meter and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Follow-up #1 (12/27/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.